Event description:
Manufacturer's ref #:(B)(4).

Manufacturer narrative:
The investigation determined that this complaint is a duplicate of report with mfg report number: 8010042-2021-02987. Therefore, for evaluation results and manufacture¿s narrative please refer to this report.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).